Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh, apogee and miniarc sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal with posterior repair on (B)(6) 2008. Patient also underwent robotic sacral suspension, burch, lysis of adhesions and removal of additional mesh on (B)(6) 2011 due to dyspareunia, stress incontinence and prolapse.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and vaginal prolapse.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.